Event description:
(B)(6) received notification from a field clinical specialist that a patient underwent transfemoral (tmvr) transcatheter mitral valve replacement in a previously implanted 29mm mosaic surgical valve (medtronic). The failure mode of the non- (B)(6) surgical valve was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).